Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. Following pre-dilation with a 2.0x20mm maverick balloon catheter, a 2.50 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage. A synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent row 1 was damaged with stent struts lifted and bent in a distal. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.